Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The philips field service engineer reported the power supply showed error "power supply malfunction". There was no reported patient involvement.